Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a corrupt file error and would not boot up. No pt injury was reported.